Event description:
A customer reported experiencing ongoing intermittent occlusion alarms. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed these high levels by administering correction boluses via the pump without needing third-party assistance. The resolution involved changing the infusion set and cartridge and resuming insulin.